Event description:
Prodisc-c implanted in pt with herniated nucleus pulposus c6-c7 for a cervical arthroplasty procedure. Surgeon determined repositioning necessary secondary to implant being too far posterior. Implant repositioned without incident.

Manufacturer narrative:
Implant repositioned in 2008. Investigation could not be completed; no conclusion could be drawn, as no device was returned. Review of the manufacturing records has been requested.